Event description:
An eye care practitioner reported, that a pt experienced a left eye peripheral corneal ulcer with infiltrates, severe pain and anterior chamber reaction associated with wear of o2optix contact lenses. Treated with vigamox, polysporin ung and tobradex. Visual acuity reported as 20/20 pre and 20/25+2 post event. Event resolved with no scarring. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Evaluation of the returned complaint product is underway. If any abnormality is found, a follow up report will be provided. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.